Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) implant device made a pop noise during coitus and it no longer would stay inflated, and the pump would not squeeze. It was believed that the valve was damaged during coitus. The physician removed and replaced the device through replacement surgery, and there were no patient signs or symptoms reported at this time.